Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 due to unconsciousness, had experienced seizures and hypoglycemia and later extended hyperglycemia with unknown blood glucose level. The first alert on low blood glucose level commenced at 3 mmol/l followed by multiple triggers on low alerts on the insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.